Manufacturer narrative:
This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2009-00178, 3003742446-2009-00179, 3003742446-2009-00181. The sterile lot numbers for the devices is unk, therefore, a device history report review could not be conducted. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This cardiac biomarker can become especially elevated when crush stenting technique is performed as this type of stenting produces more localized vessel injury then typical stenting. This action (inherent risk of the procedure) may have contributed to the event.

Event description:
Info received from the study indicated that a pt experienced an intraprocedural myocardial infarction while having cypher stents implanted. The pt received three overlapping cypher stents to the right coronary artery (rca) for chronic total occlusion. At that time, the pt was noted to have residual disease of the left anterior descending artery (lad) and left circumflex for which a staged intervention was planned. Approx one month after the index procedure, the pt was admitted for the staged procedure and received one cypher stent in the distal left circumflex, one cypher stent in the proximal third obtuse marginal and successful crush stenting of the lad diagonal bifurcation with one cypher in the lad and one cypher in the diagonal. The previously placed rca stents were noted to be patent. The following day, the pt's ck was elevated to 571 and ck-mb to 12.6. The pt was kept an additional night for observation and was discharged the following morning in stable condition. According to the investigator, the enzyme elevation met protocol definition of a myocardial infarction and was related to the procedure not the device.